Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to site to test the equipment. Representative reported that power supply was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the image acquisition system (ias) was beeping when attempting to perform a 2d image. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the voltage on the supply would not remain at stable levels.